Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "on (B)(6) 2016 @ 0136 cisplatain intermittent infusion (250ml total) was supposed to be infused over a 2 hour duration. However, it completed it&#62688;infusion over 1 hour? Leading to a medication error. Pump has been isolated and is in (B)(6)'s&#62688;possession. Event log has been requested. Awaiting further information on pump serial number. Delay in therapy: no. Need for medical intervention: yes. Human harm: unk".

Event description:
The event was reported by a customer from USA: possible over delivery of cisplatain.

Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical. Exemption number, e2014005.